Manufacturer narrative:
The impella device was returned by the customer and an investigation is underway. A supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) male being transferred to a new hospital with post cardiotomy cardiogenic shock. When transferring the impella 5.5 to a new aic, the pump failed to restart. Attempts to troubleshoot by reverting to the original console, and another new console, were unsuccessful. The pump was ultimately deemed stable on ECMO, therefore, the pump was explanted.

Manufacturer narrative:
The device was received and the reported pump stop was reproduced. The pump's red handle was opened and blood was found inside. Further inspection of the device found multiple punctures in the catheter, indicating this damage to be the point of entry for the blood. An electrical short, caused by blood within the device's red handle, was found to be the root cause of the reported pump stop, caused by improper technique.